Event description:
Rn was contacted directly by the customer. It was reported the device was used during a laparoscopic cholecystectomy. The clip reportedly flew off into the pt's abdomen. It was retrieved. This device was not used afterward. It is unknown how the case was completed. There was no consequence to the pt.